Manufacturer narrative:
Citation: higuchi r, sakamoto k, takamisawa I, nanasato m. Worsening angina two years after transcatheter aortic valve implantation: late onset of valsalva obstruction. Korean circ j. 2024;54(8):515-517. Doi:10.4070/kcj.2024.0121. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve implantation (tavi) with a medtronic 26 mm evolut pro valve. Two years after tavi, the patient presented with worsening effort angina. Echocardiography detected a mildly elevated pressure gradient, while computed tomography imaging helped the authors to infer that neo-intima (tissue) had formed on the evolut pro valve rather than a leaflet thrombus. Aortography and intravascular ultrasounds revealed impaired flow from the neo-sinus to the right coronary artery (rca) and ¿significant stenosis¿ between the neo-sinus and the right coronary cusp (rcc). Percutaneous intervention was performed in the rca and a coronary stent was placed. Afterward, flow to the rca increased, and the patient¿s angina was said to have moderately improved. No further information was provided pertaining to the evolut pro valve.